Manufacturer narrative:
Additional information was received that the patient¿s ipg was explanted due to suspected infection. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had drainage at the pocket site. Infection was suspected. The physician believed that the symptom was procedure related but not device related. The patient's pocket site was cleaned; however, it was unknown if medications were prescribed. The patient was doing well.

Event description:
A report was received that the patient had drainage at the pocket site. Infection was suspected. The physician believed that the symptom was procedure related but not device related. The patient's pocket site was cleaned; however, it was unknown if medications were prescribed. The patient was doing well.